Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD e110) detected noise on this defibrillation lead which resulted in pacing inhibition. There was report of increasing thresholds. The patient reported to have had a near syncope episodes but that this did not correlate with the timing of the one stored episode. This patient was device dependant and therefore the physician elected to reprogram the e110 to vvi 40 with tachy therapies turned off. It remained implanted in the abdomen as the physician had concerns of infection if this device was to be explanted. The lead also remained implanted. A new device (e102) was implanted on the patient's left side near the shoulder and programmed to vvir 60 with tachy therapy on. A non-boston scientific right ventricular lead was also implanted. Defibrillation threshold testing with interaction testing was performed. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed potential of belly device going to safety core and its functions. The physician knew of the potential and no changes were made. The patient remains with two devices implanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.